Event description:
This event will be reported under MFR#: 2916596-2025-01398.

Manufacturer narrative:
Corrected data: this event will be reported under MFR#: 2916596-2025-01398. Manufacturer's investigation conclusion: device related issues associated with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), are covered under (B)(6). It was determined that the reported information did not meet the requirements of a complaint; however, this record will remain a complaint as an initial MDR (medical device report) has already been submitted prior to this additional information being provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. Although no device related issues were reported by the account, section 1 of the IFU ¿introduction¿ lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Dogan, e., ulger tutar, z., tuncer, o. N., levent, r. E., engin, ç., yagdi, t., atay, y., & özbaran, m. (2024). Outcomes of heartmate 3 in pediatric patients with end-stage heart failure: a single-center preliminary experience from turkey. Frontiers in cardiovascular medicine, 11. Https://doi.org/10.3389/fcvm.2024.1472663. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through the research article "outcomes of heartmate 3 in pediatric patients with end-stage heart failure: a single-center preliminary experience from turkey" that heartmate 3 (hm3) may be associated with pleural effusion, cardiac tamponade, polyuria, positive blood cultures, thrombus, infection, right ventricular failure and death. Patient #3 experienced an ICU stay of 28 days, pleural effusion, right heart failure, liver failure, kidney failure, myocyte hypertrophy, and death due to sepsis.